Event description:
It was reported to medtronic minimed that the customer experienced pump not connected to the iphone. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6102.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.9.0) installed on iphone 16e (ios 18.5) with mmt-1884 780g pump (software ver. 6.21u) was conducted and confirmed the issue was not reproduced. The software did not successfully adhere to the specified requirements and did not perform in accordance with expectations as referenced in the 'sw requirement document' field. We were unable to conduct a thorough investigation due to the lack of diagnostic logs required for a comprehensive analysis. Our assessment was based solely on the available analytics logs. From these logs, we observed that the user encountered an error popup while downloading sake keys during the pump pairing process. Unfortunately, this issue prevents the user from uploading logs, significantly limiting our ability to investigate further. The esf number that corresponds to the reported issue is: (B)(4). To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: 1. Leave the pump pairing screen in the minimed mobile app if itâ¿s active. 2. Remove the pump from the ios bluetooth settings (settings > bluetooth > pump xxxxxxxx > forget this device). 3. Remove the mobile device from the pump. 4. Turn bluetooth off from the ios settings app (settings > bluetooth). 5. Wait 5 minutes. This wait is needed to allow the ios to reset the bluetooth cache. 6. Turn bluetooth back on. 7. Navigate to the pump pairing screen in the minimed mobile app. 8. Attempt pairing with the pump medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.